Event description:
It was reported that the mag mode on the 9900 system was out of specification. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was adjusted during the service call. The system was tested and found to be working as intended and put back into service.